Event description:
It was reported that, "ms. (B)(6) has had both of her knees replaced, first the left one, and then on (B)(6) 2010, the right knee. Ms. (B)(6) total right knee replacement is a stryker product, and it turned out to be faulty and has caused ms. (B)(6) a great deal of further pain and injury. The knee cap portion of the stryker replacement product is made of titanium, and is not supposed to ever break; nonetheless, that is what has occurred and can be clearly seen in x-rays. Less than a year after having her right knee replaced, ms. (B)(6) started to walk down some stairs at home, placing her right leg own on the descending stair. When she put her weight on that leg, ms. (B)(6) felt excruciating pain and could hear her leg tissues tearing. Ms. (B)(6) followed up with a visit to her orthopaedic surgeon. After it was determined that the replacement knee broke, ms. (B)(6) wants to emphasize that she did not fall, and if she did not fall, and if she had then she would have fallen down the stairs. Dr. (B)(6) has advised ms. (B)(6) that the best course of action is to wait for the knee to heal, and that supposedly the knee bone will grown and will fill the break in the knee replacement part. Since the stryker knee failed, ms. (B)(6) has been in an uncomfortable leg brace, and is anticipating another 2-3 months of wearing it. Dr. (B)(6) says that an operation to replace the faulty knee is not recommended because it is difficult, would involve having to use a replacement part from a human cadavar, and carries a great risk of infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Devices remain implanted. Surgery scheduled for (B)(6) 2012. If additional information becomes available, it will be submitted in a supplemental report.